Manufacturer narrative:
Analysis was able to confirm the customer comment, the stylus tip position required calibration. It was also identified that the hinge plate was broken,the paper tray was nearly empty, and the left keyboard hinge was broken. The spacer legacy equipment manufacturer (lem), board nut and the cover hinge plate were also broken. The touchscreen connector was corroded, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all issues were resolved. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was faulty, the pen was not responding and the programmer was not updating. The programmer was returned for service. There was no patient involvement.